Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported per review of source documents, subject also endorsed black spiral floaters in the right eye and dull left sided headache. Pipelines that required a guidewire was b327980, b333447.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was right-sided weakness with an onset date on (B)(6) 2023. This adverse event (ae) resulted in new hospitalization from on (B)(6) 2023. The outcome status is recovered/resolved with outcome date on (B)(6) 2023. This ae did not result in blood transfusion, percutaneous intervention, or surgical procedure. Ae resulted in treatment. Ae occurred post-procedure. Ae possibly related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. Ae did not result from a device deficiency. The participant presented to the emergency department with right-sided weakness. Participant underwent unremarkable veeg, treated for a headache, placed on steroid taper, assessed by physical therapist and discharged. This event did not lead to congenital anomaly, death, disability, or medical intervention, and was not considered life-threatening. The site assessed the aw was probably related to the antiplatelet medication, study device, and study procedure and not related to the rist. There was a guidewire to improve apposition on (B)(6) 2022. The patient was undergoing surgery for treatment of a fusiform, sidewall internal carotid artery (ica) c4 aneurysm with a max diameter of 19 mm and a 6 mm neck diameter. The dome width was 13 mm and the dome height was 19 mm. Parent artery diameter distal to aneurysm was 3.5mm. Parent artery diameter proximal to aneurysm was 4.1mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The patient's medical history includes risk factors of uncontrolled hypertension and obesity. The subject level aneurysm symptoms were diplopia (double vision), localized headache, and nausea/vomiting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the eye floaters occurred on (B)(6) 2023, and resolved on (B)(6) 2023. The floaters seemed to move even without eye movement. The floaters were not the result of a device deficiency. The site and sponsor assessed the eye floaters as possibly related to the disease under study, the procedure, and the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cec adjudicated the eye floater as not related to the procedure or device, and possibly related to antiplatelet therapy. The site updated their assessment of the eye floaters to not related to the procedure or device, and possibly related to antiplatelet medication.